Event description:
A nurse reported a surgeon was planning to implant a "piggyback" lens for a pt with an unexpected postoperative outcome twelve years following intraocular lens (iol) implant surgery. The nurse reported the unexpected outcome is not due to the lens but is most likely a calculation error due to prior lasik surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).